Event description:
It was reported during a procedure to replace a normal end of life IPG the physician damaged the lead. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, a single definitive root cause encountered was unable to be conclusively determined.